Event description:
Healthcare professional reported patient implanted with "sample" implant, which indicates on the device that this was not for implant. This record is for unknown side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error (implanted with sample product).